Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Appropriate requests for additional information were made to no avail referenced article: ventricular arrhythmias after leadless pacemaker implantation, a case report and systematic review of the literature. Journal of cardiovascular electrophysiology. 2020; 31:227-228. Doi: 10.1111/jce.14305. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ventricular arrhythmias after leadless implantable pulse generator (ipg) implantation. It was reported that a patient experienced sudden cardiac arrest due to polymorphic ventricular tachycardia (pmvt) post leadless ipg implant. The patient had acquired a long qt, and that the pmvt mechanism was an r-on-t phenomenon after a short-long-short sequence triggered by premature ventricular contractions. It was suspected that the long qt was a result of myocardial inflammatory damage, intravenous steroids, and overstimulation. It was also noted that myocardial irritation could be a result of multiple attempts to reposition the device. The device remains in use. No further patient complications have been reported as a result of this event.